Event description:
Per the clinic, the patient experienced non-auditory pain and tinnitus with device use. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6), 2014, and the patient reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed february 20, 2015.